Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device would not take a blood pressure and the readings were slightly high. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips biomedical engineer tested the unit with no issue found. The biomedical engineer verified that the x3 is working properly and used a sim cube to generate a non-invasive blood pressure (nbp) reading. The x3 is reading accurately and was returned to use. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications, and no failure was identified.